Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump was received with operating currents within specifications. No low battery alarms noted. Insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Insulin pump received with corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported a motor error alarm. He also reported receiving a battery error alarm after the motor error alarm occurred. Customer's blood glucose was unknown. The customer stated he had dropped the insulin pump prior to the alarm occurring. He also stated he was able to complete the rewind sequence on his insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.